Event description:
Consumer complaint of low blood glucose results. Results in memory indicated "lo" results (20 mg/dl). No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report #(B)(4). Replace duplicate MFR report #1052693-2013-00254.